Event description:
The contact stated that the customer's blood glucose readings had been lower than usual. Upon troubleshooting, it was discovered the customer's meter was set in mmol/l. The customer was able to reset the meter to mg/dl with assistance. The customer did not adjust medications or allege any adverse events to the mmol/l readings. The customer was satisfied, and no product will be returned.